Manufacturer narrative:
The device was returned to olympus for inspection, and the reported issue was confirmed during evaluation. Furthermore, testing revealed image noise during up-down angulation, which was determined to be a result of a shorted ccd cable. In addition, evaluation noted the adhesive around objective lens was found peeled. Based on investigation, a definitive root cause could not be identified reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit that could lead to image defects. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported "no image " involving a bronchovideoscope. The issue was found during installation. There was no patient involvement in this reported event.